Event description:
It was reported that the surgeon was implanting expedium 5.5 titanium system in a patient from l3-s1. Each pedicle was cannulated with a standard pedicle probe and tapped appropriately and it was noted the patient had hard bone. Screws were placed bilaterally at every level. While preparing for the rod placement it was noted the right concomitant device expedium l5 screw needed to be advanced several millimeters. The surgeon reconnected the expedium quick connect si poly screwdriver and threaded in the holding sleeve in the standard fashion. The screw was very hard to turn and while attempting to advance the screw a loud pop was heard. After removing the quick connect si poly screwdriver from the poly screw, it was noted the tip of the driver had broken off. Upon inspection, the broken tip was found to be lodged in the poly screw in the patient. The surgeon attempted to remove the tip unsuccessfully and decided to leave the piece in the poly screw. The rest of the procedure was completed without incident.

Manufacturer narrative:
Visual examination of the returned device revealed a fracture located at the driver¿s distal tip, the second half of the tip was not provided. Device was then sent for fracture analysis. The fracture analysis report suggests the driver underwent a quasi-static torsional shear failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer. A trend analysis was conducted. Trending was completed and no immediate product action is required. An internal data review has been opened to review design control documentation and similar failures will be monitored as a part of post market surveillance activities. The root cause of driver tip becoming broken cannot positively be determined. However, the fracture analysis report suggests the driver underwent a quasi-static torsional shear failure. No issues have been identified in the manufacturing or release of this device that could have contributed to the problem reported by the customer. No systemic trends requiring immediate action have been observed. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.